Event description:
Pd pt received treatment during the night and the following morning the pts spouse noted a small leak on carpet. In the morning, pt reported leaking at 2nd disconnection port on peripheral port set to the clinic rn. Pt was admitted to hosp in 2005 for further treatment and was diagnosed with peritonitis and was started on antibiotic therapy. A new tube was also placed in hosp. Pt was discharged to home 4 days later. Pt is followed up in peritoneal dialysis clinic for antibiotic treatment infused in abdomen 1 time per week and placed by clinic rn. Pt continues to take oral antibiotic levoquin 250 mg po every day. Fluid now coming out of abdomen is clearing up according to pts wife. Sample is available.